Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had poor coupling. During the call they tried repositioning the antenna over the ins but troubleshooting did not resolve the reported issue. The caller saw the poor coupling screen. The caller stated they "changed the batteries but when they put it on his chest to check his battery, it said low". During the call it was clarified the ins battery was low, not the patient programmer (pp). They got out the implantable neurostimulator recharger (insr) to charge the implant and got 0 coupling boxes and they repositioned the antenna and got 0 boxes filled in. The patient was having a return of symptoms stating they started getting "a lot of shakes" and stated it started on the day of the call. The patient stated they were getting intermittent poor coupling and stated this had happened intermittently since the patient got the implant on (B)(6) 2016 and they had trouble getting the boxes filled in. Eventually they got 4 boxes but kept losing them. A replacement insr antenna was sent . No further complications were report ed or anticipated.